Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm and vessel morphology were not reported. The patient presented with high blood pressure on an unknown date and was admitted into the hospital. An ultrasound was performed and it appeared that one renal artery was compromised by the stent graft material. An attempt to cannulate and potentially stent the renal artery was made; however, this was unsuccessful. It was noted that at the time of the initial implant the stent graft had not impeded flow to the kidney. No additional clinical sequelae were reported. Exact date of event is unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (arterial occlusion).